Event description:
It was reported that the patient presented to the hospital after being found unconscious at home. The patient received external defibrillation and was intubated. Review of the strips noted that the patient was in af with sinus ventricular rate. The device diagnosed vf episodes due to lead noise and delivered atp therapy. The device then delivered inappropriate therapy, which resulted in patient going into vf. The device did not convert the rhythm. The patient was admitted to the ICU and device was turned off. Later, both device and lead were explanted unrelated to the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.